Event description:
Account states the drain broke off in the wound when removal was attempted. The sample will not be returned for evaluation because the hospital intends to obtain an independent assesment for the cause of the drain breakage.